Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 05, 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿272, 173 and 140 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with self-adjusted insulin and claimed she took action of consuming more food and drink due to the alleged issue. The patient reported developing symptoms of feeling ¿dizzy and shaky¿ and became ¿unconscious¿ 4 hours after the alleged issue began. The patient claimed she was hospitalized on (B)(6) 2016 as a result of the alleged issue and was treated with IV glucose. The patient claimed that her blood glucose was measured at ¿29 mg/dl¿ on the hospital device (accu-chek). During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional after obtaining the alleged inaccurate results with the subject meter.